Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit due to diabetic ketoacidosis and blood glucose level of 1000mg/dl. The customer was treated by unspecified methods and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, an altitude alarm had occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.